Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood on all conductors, the full lead was returned and analyzed.

Event description:
It was reported that at implant the lead was to big. A new lead was used. No patient complications were reported as a result of this event.